Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch. Customer's blood glucose level was 170 mg/dl. Further information regarding the customer or event was not provided.